Manufacturer narrative:
Date of event is estimated. E1 reporter phone number: (B)(6) a patient experienced lead migration resulting in ineffective therapy was reported to abbott. As a result, the drg devices were explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against one of three leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: drg, model: mn20450-50a, UDI: (B)(4), batch: ab2459. Product family: drg, model: mn20450-50a, UDI: (B)(4), serial number: (B)(6) batch: 8665392.

Event description:
It was reported the patient was unable to feel stimulation due to one of the drg leads migrating. Surgical intervention took place wherein the system was explanted. Investigation was unable to determine which of the leads attributed to the event.